Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Report received stating that due to a malfunction of the ventilator; the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event. The service engineer (se) evaluated the ventilator and found the pressure line to be pinched. The se reattached the pressure line, the ventilator passed self-testing.